Manufacturer narrative:
The lot was manufactured (B)(4) 2016 ¿ (B)(4) 2016. The device was received for evaluation containing approximately 150ml of solution in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition; no sign of liquid leak was found on the multirate control module or other parts of the device. Functional testing was also performed by filling the bladder and no issues were noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution leak was identified from a regional analgesia infusor. The incident occurred before use. There was no patient involvement. No additional information was available.